Event description:
The customer reports that the stopper is making it difficult to remove the stylette.

Event description:
The customer reports that the stopper is making it difficult ot remove the stylette.